Event description:
It was reported that the device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad and the cable which connects the main keypad to the interface pcb assembly. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. Physio further tested the removed assemblies and determined that the cause of the reported failure was due to socket 23 of cable connector p31 having a bad crimp. This caused an intermittent connection with the keypad and also caused the device to not power on.